Event description:
It was reported that during a zenker diverticulum procedure, after the first firing of the device, the staples fell off the tissue. A green reload was being used and they were firing on esophagus tissue. No buttressing material was used. Not fired over existing clips of staple lines. No unusual noises or forces (opening & closing). Triggers and buttons returned to their pre-fired positions without intervention. No problem removing from tissue. The surgeon is an experienced user. Another device was used to complete the procedure, with a five minute delay. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the ets45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis.